Event description:
The following has been reported: biomed reported: "tubing set problem no active pump stopped or any patient harm.". A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 3). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Unit was returned for valve 3 leak failure. An infusion was attempted but failed. The device was reverted to manufacturing mode and failed pneumatic hardware testing consistent with a valve 3 leak. No other damage was identified.